Event description:
The customer contacted baxter's technical service center to report a burning smell on a homechoice (hc) machine during use. The technical service representative (tsr) initiated a swap of the machine. The home patient (hp) is unable to lift the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. Internal / external inspection performed and passed. Multiple short simulated therapies were completed successfully. The device was thoroughly examined for any signs of damage from the sparks or flames. No evidence of sparks or flames was found on the device around the power entry module or inside the device. A check of the electrical system found all voltages were within specifications. A review of the device logs did not confirm the reported burning smell. A service history review revealed no previous service events that were related to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. The reported issue was not confirmed. The assignable cause was undetermined. The device was sent to service.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.